Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an altitude alarm occurred. The customer changed the cartridge to resolve the issue. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.